Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced hemolysis and device positioning issues which led to intervention. A patient was admitted as non-st-segment elevation myocardial infarction with multivessel disease and ischemic cardiomyopathy heart failure exacerbation. Percutaneous coronary intervention (pci) was attempted. However, the pci was aborted due to hypotension. An intra-aortic balloon pump (iabp) was placed, and the patient was sent for surgical work up. The patient was accepted for a coronary artery bypass graft but had since decompensated on the unit with worsening acute kidney injury and heart failure signs and symptoms. The patient was taken to the catheterization lab in acute decompensated cardiogenic shock for iabp removal and impella cp insertion. Post impella insertion, there was concern for hemolysis with lactate dehydrogenase of 2200. The pump was shallow at one centimeter and directed posteriorly with possible papillary contact. The pump was advanced two centimeters. Lactate dehydrogenase was still around 3000. Consequently, the patient was escalated to an impella 5.5 due to need for more support and hemolysis concern. The patient was noted to be in stable condition following the event and latest update notes the patient continues on impella 5.5 mcs.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Hemolysis: the cause of the hemolysis issue most likely was improper positioning related due to improper technique since the issue resolved after repositioning. Positioning issues: the cause of shallow (1cm) positioning issues most likely was patient condition related due to small lv since after repositioning, the pump was still at 2cm which is less than the recommended 3.5cm.